Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on 4-20-2023 for transmitter with serial number (B)(6) however, transmitter with serial number (B)(6) was returned for evaluation. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test/download was performed and passed. A review of the bin file was performed and signal loss was not found for serial number (B)(6) within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, that signal loss over one hour occurred. It was indicated, the patient started their transmitter past the "use by date", which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.